Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7123536/7124230.

Event description:
It was reported that the patient was having difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg). It was also stated that the patients spinal cord stimulation (scs) lead had migrated. The patient underwent a procedure wherein the ipg and leads were replaced, and the patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.